Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device had a keypad anomaly and a partial display. Customer's blood glucose was unknown. Customer mentioned there was a black dot on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump had unresponsive buttons due to an unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the act and up button due to unresponsive buttons. No unexpected missing segment/partial display anomalies noted. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a broken reservoir tube lip.